Event description:
It was reported that the deep brain stimulation (dbs) patient experienced mild fluid discharge at their implantable pulse generator (ipg) and leads implant site. A biopsy was taken and confirmed no abnormalities were found. It was noted that the cause of infection is unknown however may have been an allergic reaction specific to the patient per the physicians assessment. The patient underwent a procedure where the dbs system was removed. Physical analysis of the dbs system was not performed as they were discarded by the facility the patient did well post-operatively.

Manufacturer narrative:
Additional pro codes in block d2b nhl, pjs. Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: dbs-linear leads: upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: 7117983. Product family: dbs-linear leads: upn: m365db2202450, model: db-2202-45, serial:(B)(6). Batch: 7120722 product family: dbs-lead fixation: upn: m365db4600c0, model: db-4600-c, serial: n/a, batch: 33781444. Product family: dbs-lead fixation: upn: m365db4600c0, model: db-4600-c, serial: n/a, batch: 33825236.